Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that perforation was noted under CT scan. The patient was symptomatic due to the cardiac tamponade. The lead was repositioned on (B)(6) 2019. The patient was stable.